Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to a durable left ventricular assist device (lvad). On day 5 of support, the patient¿s anticoagulation was withheld due to a drop in the patient¿s hematocrit and hemoglobin. The patient was successfully weaned from the impella 5.5 during successful surgery for an lvad implant. The patient survived the procedure.